Event description:
Customer reported, the system is difficult to steer using the steering arm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the steering coupler and rear cover assembly. System operates as intended.